Event description:
It was reported the spiral catheter placed transeptally through a mullins sheath into the left atrium with pressures recorded through the transseptal sheath. When attempting to position catheter at the ostium of the left pulmonary vein, the spiral section became entangled in the mitral valve annulus. The user attempted to rotate the catheter clockwise and counterclockwise to free the catheter; this appeared to exacerbate the problem. Repeated attempts to remove the catheter were unsuccessful. By applying more force, the catheter was withdrawn into the sheath and removed from the left atrium and left atrial pressures returned to normal. The pulmonary vein ablation was completed and the patient was reportedly well following the procedure. The st jude medical rep stated the physician was using a mullin sheath that pointed down towards the valve and not up where the left pulmonary vein ostium was located. The rep recommended using different sheath; however, the physician decided to try the one he was using. No perforation was noted. The catheter was not deflected during removal.